Event description:
Customer reported motion errors. No patient injury was reported.

Manufacturer narrative:
A ge representative adjusted tension on orbital and rotation pots belt. System operates as intended.